Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown side capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast surgery with an unknown size unknown mentor breast implant and experienced unknown side capsular contracture; baker grade unknown. As a result, the device was explanted at an unknown date. The type of device involved is unknown, and the gel brand common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.